Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported stretched lock line and device operates differently than expected were confirmed via returned device analysis. The investigation concluded that the reported device operates differently and observed lock line break was due to the stretched lock line; however, a definitive cause for the stretched lock line could not be definitely determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being reported based on returned device analysis which found that the lock line was separated at the handle; if this were to recur in the anatomy, lock line break may result in leaving the broken portion of the line in the patient. It was reported that during preparation of the clip delivery system (cds), when unlocking the clip to invert, the lock lever was fully retracted but the normal resistance was not felt while retracting. It was observed that the lock line was stretched at the lever. The lock lever was retracted beyond the blue line. The device was not used and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the lock line issue. Subsequently, returned device analysis found that the lock line was broken.